Event description:
Patient revised to address loosening, osteolysis and polyethylene wear.

Manufacturer narrative:
No products were retuned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the absence of the products to examine and insufficient product info. It was noted the products were implanted for approx 17-1/2 years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.